Event description:
Reporter indicated that, the patient's generator was revised due to migration. Follow up with the treating surgeon revealed that, the generator had migrated inferiorly over the chest wall causing tension on the lead. Device setting is the believed reason for the device migration. Manipulation and trauma were not thought to be factors. The explanted generator will not be returned as the explanting facility indicated that the device was given to the patient.